Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Reference: mw5082139. Consumer reported upon removal the tampons seemed to fall apart. She felt like something was stuck inside and went to emergency room with severe abdominal pain and urogenital discomfort. Emergency room doctor confirmed nothing was left inside of her. Pain returned and she went to doctor and urgent care again. She had vaginal exams and transvaginal ultrasound. Doctor recommended to switch to pads. Consumer switched to pads and has had no problems.